Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump using resettable malfunction code, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction appeared again, which caller acknowledged and understood.